Event description:
It was reported that the device was used during a low anterior resection. The device would not staple. Another device was used to complete the case. There was no consequence to the patient.